Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or "malfunctions". These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient presented with high impedance and had a full revision due to battery depletion and high impedance. Troubleshooting was performed during surgery including removing and re-inserting the lead pin several times and using the test resistor, which showed that a lead replacement was needed. After lead replacement, impedance was ok, a post-op x-ray was taken, and the patient was discharged the next day. It was noted that the surgeon did not see any major damage to the lead during surgery. Ap neck x-ray was received and reviewed. The x-ray was provided after a lead revision due to high impedance. Generator placement, feedthrough wires, and lead pin insertion could not be assessed due to no chest images being provided and generator not being included in the scope of the available image. Two sets of electrodes were seen in the image provided, however only the superior set seen in the neck was assessed as that is the set of leads that showed high impedance. A strain relief bend was present as well as two tie-downs, both placed according to labeling. A gross fracture was seen at location c, shortly after the second tie-down placement, however this lead was noted to be explanted prior to the scan and is not a legitimate facture but rather an intentional cut. The entire portion of the lead could not be visualized as chest scans were not provided. The visible portions of the lead were assessed for fracture and discontinuities; however, none were noted other than the intentional cut noted previously. Based on the x-rays received, the cause of high impedance could not be determined; however, any fractures or microfractures on the portions of the lead that were not visible cannot be ruled out. The suspect device has not been received by manufacturer to date. No other relevant information has been received to date.